Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 12/21/2017. Retain and return product was tested and functioning according to specification.

Event description:
Na.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant result on a (B)(6) male patient with a bloody nose. There was no additional patient information available at the time of this report. The customer states that return product is available for investigation. Method: I-stat, collect time: 06:10, test time: 06:10, na mmol/l: 127, k mmol/l: >9.0; dimension, 06:10, 06:25, 136, 4.08. Samples were collected and tested on (B)(6) 2017. There are no injuries associated with this event. The customer statest that ica suppressed the result on I-stat (***) and the dimension does not report ica. The suppressed result (***) on I-stat suggests that the sample may have been contaminated or mishandled. However this is not confirmed at this time. The investigation is underway.